Event description:
Three different dexcom 6 sensors failed to deploy properly within 3 minutes tonight on different areas of my skin, therefore, the sensors did not insert into the skin and were therefore useless. I have successfully deployed and used over 125 of these sensors in the past 4 years. However, this deployment problem was the 4th such problem in the last month. The quality of these recent dexcom 6 sensors is definitely a problem. I have also had 2 sensors that have failed one day prematurely. Additionally, dexcom customer service is very slow in the evening. They say they will call you back within 60 minutes, but it always takes 90+ minutes for a return call. FDA safety report ID# (B)(4).